Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.

Manufacturer narrative:
The device was received not deployed. According to the pod data, no drive stalls or timeouts were observed. Furthermore, the pod only ran 45 pulses, only completing first prime. This indicates that second prime never began. Inspection of the drive mechanism found no damages or defects that would contribute to the reported symptoms. The pod did not run enough pulses to complete second prime, which is when the needle deploys at the infusion site. Therefore, the cause of the needle and cannula from not deploying can be determined that the pod did not run enough pulses.